Event description:
The customer reported that their telemetry system experienced a loss of signal on a patient with an irregular rhythm. The patient expired.

Manufacturer narrative:
(B)(4). A follow up report will be submitted after philips obtains more information concerning this event.